Event description:
On the second firing of the instrument, properly formed staples wsere not placed on the tissue. Therefore, the surgeon decided to convert the procedure to an open surgery to complete the anastomosis by placing a ta60 - 3.5mm stapler 1cm lower than the initial transection and complete the case without further incident. Procedure: thoracoscopy converted to thoractomy/resection of bleb. Patient status: no pt injury reported.